Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black. It came out as a unit. Hemostasis was achieved by manual pressure, and the procedure was completed. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and 6f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator window did not show any red color during retraction. A 6f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium/plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The lesion was the ipsilateral superficial femoral artery. The exoseal vcd was used in an endovascular therapy (evt) procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. Additional information was requested but not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black. It came out as a unit. Hemostasis was achieved by manual pressure, and the procedure was completed. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and 6f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator window did not show any red color during retraction. A 6f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium/plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The lesion was the ipsilateral superficial femoral artery. The exoseal vcd was used in an endovascular therapy (evt) procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18296883 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.